Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right rupture. Concomitant medical products: left side; 400cc mentor memorygel breast implant; catalog number: 3504004bc; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient with unknown age, sex, and race underwent revision breast augmentation with a 400cc mentor memorygel breast implant and was presented with right side breast implant rupture during implant replacement surgery. Mentor gel implants were used as replacement on (B)(6) 2019.